Event description:
It was reported that during a thrombectomy procedure in a native vessel (fistula), the tip of the catheter bent at the end and snapped, creating a small hole between the tip of the catheter and the rest of the catheter body. This occurred outside the patient's body; the physician had inserted the catheter several times to clear the clot and while re-inserting the catheter into a 7fr sheath, the damage occurred. There was no patient complications reported.

Manufacturer narrative:
One fogarty catheter was received without the packaging. The catheter body was kinked in two areas: 21cm and 25cm proximal of the tip. Further examination found the catheter tip to be cracked at the proximal edge of the proximal windings. The crack entered the inflation lumen. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. Review of the available information suggests that device handling may have contributed to the damage. No actions will be taken at this time.